Event description:
It was further reported that the lead remained in use, and the physician classified the adverse event as procedure related and not system related. It was also reported that two months after the implant the lead dislodged and the device was reprogrammed. Eventually three months later the lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information has been received which has been added. It was further reported that the physician reports the adverse event (coronary sinus dissection) was not device related but procedure related. In addition it was reported that two months after the implant the lead dislodged and the device was reprogrammed. Eventually three months later the lead was removed and replaced. No patient complications were reported as a result of this event. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
Performance data on the lead were collected from the device and analyzed. No anomalies were found.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization defibrillator system. During the implant procedure the coronary sinus was dissected. There was no further patient complications reported as a result of this event.